Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not connecting to the internet. The field service engineer (fse) assisted the customer in replacing the ethernet cable, and the station came back online. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not connecting to internet. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.